Manufacturer narrative:
Physio-control provided customer with the part number for the replacement internal handles. The failed handles will not be returned to physio-control for eval. The root cause for the reported failure cannot be determined.

Event description:
It was reported that the internal handles were not functional. The customer contacted physio-control to obtain the part number to replace. There was no pt use associated with the reported event.